Event description:
Pt was on dialysis for 13 minutes when air detector alarmed and clamped. Foamy air was noted to be in arterial & venous bubble traps. Minute air bubbles noted in venous line. Pt complained of shortness of breath, skin color very flushed from abdomen to forehead. Pt very anxious. Blood pressure 76/43. Pt placed in trendelenberg position. Oxygen applied. Dialysis treatment discontinued. Lines were clamped saline line to catheter. Normal saline 150cc given to pt. Rescue squad called. Benadryl 25 mg by mouth given to pt. Breath sounds clear, no wheezing. Renalin strip negative. Placed on heart monitor, sinus rhythm/sinus tachycardia. Pt complained of chest being heavy. Pt sent to ER via ambulance admitted to hospital for observation. Had dialysis on 3/5/98 then discharged, machine pulled for evaluation by technical department. Renalin residual test negative pre-dialysis.